Event description:
It was found during service at the manufacturing facility that the handle warms up over the motor area. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The event was confirmed by the technician through functional evaluation, disassembly and visual inspection. The motor windings were damaged and caused the device to overheat. The affected components were replaced and the driver returned to the account after it passed all final inspection activities.